Manufacturer narrative:
(B)(4). The 2 valve assemblies were replaced. The new valves perform to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, two (2) valve assemblies of the heater cooler had water leaking at the seam of the assembly. There was no patient involvement.